Event description:
A dental assistant sustained an injury to their finger from an icare maintenance unit while performing the chuck maintenance on their handpiece before reprocessing. The assistant was lubricating the handpiece chuck using the chuck lubrication nozzle included with the icare when the nozzle shot off the connector unexpectedly and the tip of the nozzle punctured the assistant's finger. The dental assistant is reported to have healed from the injury without need for any additional medical treatment.